Manufacturer narrative:
Medical device lot #: 9293563 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to foreign matter as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that black rubber like foreign matter was discovered in package prior to use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, translated from japanese to english: black rubber-like fm was found in a package.